Event description:
It was reported that the patient had gotten a massage a few months prior to the report and a wire got ¿pushed out¿. The patient had a revision surgery a couple of months prior to the report because the wire that connected the implantable neurostimulator (ins) to the spine got ¿pulled out¿. After the patient left the hospital their device worked and they felt stimulation.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va04wp5, implanted: (B)(6) 2013, product type: lead. (B)(4).